Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The air/o2 supplies, the expiratory cassette and the gas modules were checked during inspection. The reported issue was solved by replacing one of the gas modules nozzle unit as it was located as the faulty part. The device logs were not provided. Further information was provided stated that preventive maintenance has not been done according to the manuals service procedures. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. Our conclusion is that the defective nozzle unit was the cause of the failure. However, the root cause of why the part failed has not been established by this investigation. A correction of field # d1 brand name, # d4 version or model #, and # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).